Manufacturer narrative:
Event date: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an infection at the lead incision. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted. The patient was hospitalized overnight following the procedure and both oral and IV antibiotics were administered. The infection has since been resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.